Manufacturer narrative:
Voluntary medwatch report received:mw5167323.

Event description:
Voluntary medwatch received states that the lead was explanted due to infection. The patient status was unknown.